Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the device it was observed that the right atrial (ra) lead exhibited oversensed noise resulting in inappropriate automatic mode-switch. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.